Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the dark blue part (female connector) and the light blue part (main body) of a minicap transfer set. This event occurred during use of the device for peritoneal dialysis therapy, when disconnecting from an unspecified ultrabag. The nurse did not notice anything unusual and no damage was noted. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.